Event description:
An affiliate reported that while a physician flushed a 3.5 x 33mm cypher select +, the hub leaked. No additional information has been provided.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The product has not yet been returned for analysis, but product return is anticipated. Additional information will be submitted within 30 days of receipt.